Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump and assisted the customer with the process. The customer was advised that the pump could continue to be used and to contact support again if the issue reoccurred, which the customer acknowledged and understood.